Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called due to sensor pairing issues. Patient tried to swipe the sensor and a message was displayed on the ilet mobile app that the sensor was a libre 2 which is incompatible with the ilet device. Patient was instructed to use a libre 3+ which is compatible with the ilet device. Patient was upset as they did not receive any insulin since the previous night. Agent informed patient about the bg run mode and how that would last 72 hours. Patient was frustrated with the ilet and decided to take it off until they returned from camping and they will use their back up therapy of manual insulin injections until then. During the hyperglycemic event, the patient had a blood glucose level of 401 mg/dl, their bg readings were out of range for more than 90 minutes and they were irritable. There was no non-medical outside assistance or medical intervention, required.